Manufacturer narrative:
Follow-up submitted to correct device evaluation as product not returned for evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d4 for catalog, lot, and UDI #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for pmi/510(k) #, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4 patient weight was not provided. Corrected information: d1 brand name unknown as product not returned for evaluation d4 device which was submitted on the initial 3500a report was not returned. Catalog #, lot number, UDI #, and expiration dates previously submitted do not apply. D10 device was not returned for evaluation. G4 device was not returned for evaluation. G5 pmi/510(k) # is unknown as product not returned for evaluation. H4 device manufacture date is unknown as product not returned for evaluation.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.